Event description:
The affiliate reported the customer alleged diluent leaked from under the instrument while the system was in standby involving the coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed diluent leaked to a small area under the instrument. The fse stated the customer stopped the fluid leak by removing the pickup assembly from the diluent pack. The fse noted the diluent was leaking from the solenoid at pinch valve pv61 b, coming from the sweep flow reservoir. The fse noted the solenoid for pinch valve pv61 b had broken off due to corrosion of the area. The fse replaced valve 61b, turned on and primed the instrument and verified no further fluid leak. The fse successfully completed system startup and quality control (qc), which passed within specification. (B)(4). All related medwatch reports associated with this event: 1061932-2012-02756, 1061932-2012-02757, 1061932-2012-02758.